Event description:
The second pt complained of cramps and became hypotensive during a dialysis treatment on 8/3/1998. She was given a total of 1,600 ml of saline. Based on the reported weights, saline given and what the machine indicated was removed, there was a weight loss variance of approx 3.3 kg. There was no serious injury or illness.

Event description:
A dialysis facility reported that there were 3 events of excessive fluid removal on the same machine. The first pt complained of cramps, became hypotensive and unresponsive during a dialysis treatment on 8/3/1998. He was given 2,100 ml of saline and was admitted to the hosp for hypotensive episode. The machine indicated that only 172 ml was removed. The pt could not be weighed post treatment so weight loss variance could not be determined. On 8/10/1998, it was reported that the same pt complained of severe cramping and became hypotensive 2.5 hrs into a dialysis treatment. He was given 2,100 ml of saline. The machine indicated that 387 ml was removed. Based on the reported weights, saline given and what the machine indicated was removed, weight loss variance was approx 3.8 kg. There was no serious injury or illness.